Event description:
It was reported that the pt had a superficial infection from the implant. The pt had been given two rounds of amoxicillin. Additionally, the pt thought that their settings had decreased from around 7 v to 2.7 v on their device. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).